Event description:
During the trial procedure, the patient experienced overstimulation and inadequate coverage. When the lead was removed from the patient it appeared to be kinked. Another lead was used to successfully complete the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.